Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka. The date of primary surgery was unknown. It was reported that the patient visited the hospital due to a pain of knee joint. It was found that the setting position of the femoral component changed by x-ray. From the past medical records, the used implant was sigma series's implant, however, the product code and lot# were unknown. No further information is available.